Manufacturer narrative:
The dental office comingles their brushes, so we were unable to determine the lot or expiration date of the brush involved in this complaint. The dental office did send in a handful of brushes from the drawer where they comingle (lot and expiration also unable to be determined) for evaluation. During evaluation, we were unable to replicate the actual complaint when run on a handpiece per manufacturer's instructions. Some bristles were only able to be removed using considerable force and pliers. Due to a lack of information it can only be hypothesized that this event occurred due to the age of the brush, possibly an expired lot where the glue became brittle, or that an isolated event occurred where the brush in the complaint did not receive enough glue. No other complaints of this type have been received.

Event description:
"Sent from my iphone per (B)(6): patient (she) (B)(6)- used brush to get stain off- once in mouth bristles went everywhere - including eye- which patient went to eye dr. And dr. Said ok - dentist gave patient a credit- but says everything is fine- she has been in this bus 33 yrs never seen it before sending a few back in the mail does not have lot # and is in no way upset. I will send out replacement do not know since they mix them that had expired"